Manufacturer narrative:
The insulin pump was monitored and tested with no low battery alert and no display anomaly noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displays the value properly on the display graph. No lost and weak sensor alarm noted. However, the insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low battery issues with their insulin pump. The customer states they are also having issues with the screen turning off. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted, and lost and weak sensor alarms were noted. The device is being replaced and returned for analysis per customer's request.